Manufacturer narrative:
The field service engineer visited the site and examined the system. Routine preventive maintenance was performed. A specific root cause of the event was not noted; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for add'l reportable events.

Event description:
Customer reported that erroneously low sodium results were generated by the unicel dxc 600 synchron system at an unspecified time following scheduled maintenance. Quality controls were also reported as low. The erroneous results were not reported out of the lab. No specific result details were provided. There was no change to the pt's care. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.